Manufacturer narrative:
The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. A tear was found in the exposed portion of the soft cannula. The fluid path was inspected, and signs of leakage were observed. The time and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) rose to 22.2 mmol/l (399.6 mg/dl). The pod was worn on the patient's leg for between 37 and 48 hours. The patient attempted to treat the bg levels by delivering a bolus.